Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu0283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was admitted to neurosurgery department of this hospital at 10:19 on (B)(6) 2019 due to intermittent headache and vomiting for one week. CT scan examination results: occupied lesions in the saddle area, and the patient needed more than one week of infusion. Therefore, the mid- and long-line catheter solution was used for infusion. On (B)(6) 2019, the patient underwent catheterization. On (B)(6) 2019, fluids were leaked from the 12cm mark of the external portion of the catheter. The catheter was withdrawn.